Manufacturer narrative:
(B)(4) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. -- in trouble-shooting, medtronic representative found corrupted ias software / database errors prevented the application to start. Also found corrupted config files prevented the ias application from being installed. Installed the software, installed the user manual, ran complete functions and test passed. Calibrated f/r gain, passed. (B)(4) 2016 software investigation completed. This issue was documented in a medtronic software anomaly tracking database. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that while in a spine procedure, their imaging system became unresponsive, displaying system booting please wait the imaging system was on the screen for about an hour that morning prior to the procedure. The imaging system was powered off, brought into the operating room (or) for surgery, booted back up and still in system booting please wait. The site biomed representative re-booted the imaging system 3 times, however, issue was not resolved. In trouble-shooting, the site disconnected the mobile viewing system (mvs) and the image acquisition system (ias) re-booted the systems independently - this brought no change. Recommended that the site biomed representative connect the two systems and power them off. The surgeon opted to discontinue the use of the navigation system and the imaging system to proceed with the surgery to completion. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.